Manufacturer narrative:
The biomedical engineer (bme) reported that the g9 bedside monitor was not working. No other details could be obtained from the customer. No patient harm was reported. Investigation conclusion: the complaint device was received. The unit was evaluated and the complaint was duplicated. The unit would get stuck on the startup logo and it could not load the application. Possible cause was determined to be software corruption or hard drive failure. Repair could not be completed due to limited parts availability since the g9 was discontinued. An exchange unit was sent to the customer instead. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1: 01/28/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 01/30/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 02/03/2026 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the g9 bedside monitor was not working. No other details could be obtained from the customer. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the g9 bedside monitor was not working. No other details could be obtained from the customer. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 01/28/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 01/30/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 02/03/2026 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the g9 bedside monitor was not working. No other details could be obtained from the customer. No patient harm was reported.